Event description:
It was reported that when the device was used during an extended right hemicolectomy procedure, it fired as normal and two staple lines were evident. It is believed the device functioned as intended. However, the staple line was not hemostatic resulting in blood seeping out of the staple line, possibly due to tissue selection. The surgeon oversewed the staple line to achieve hemostasis, resulting in extended or time of 1 hour. Subsequently, the pt returned for a reoperation for staple line leakage. It is believed the leakage may have been due to the suture line. There were no other pt consequences. The pt is recovering well.